Manufacturer narrative:
(B) (4). The catheter was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The guide wire stuck to the catheter. It was reported, 'the 8709 sc ringlet around the guide wire when he tried to pull the wire out.' The catheter was replaced. There was no patient injury associated with the event. No actions were required as a result of the event. The patient outcome was reported as 'fine'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.